Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support to report that upon sensor removal, sensor wire remained inserted inside her skin. Patient repots she was able to remove sensor out of her skin with tweezers. Medical intervention was not needed. At the time of her call to dexcom technical support, patient reports she was feeling fine.